Manufacturer narrative:
(B)(4). The product has not been returned for evaluation and may have been discarded at the user facility. Root cause of the event has not been identified; however, the reported event is consistent with patient-related factors as a contributor. Labeling review: "contraindications include but are not limited to: patients with inadequate bone stock or quality." "Potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra".

Event description:
During placement of anterolateral fixation construct, the surgeon encountered difficulty in disengaging instruments. As a result, the surgeon decided to implant posterior fixation. During the removal process, the anterolateral bolt was pushed past the margin of the vertebral body, necessitating removal through a secondary contralateral incision. It is unclear if the patient has permanent damage to the vertebral body.